Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation at 7 atmospheres for 2 seconds, the balloon ruptured from a pinhole at near the balloon shoulder. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.